Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's wife reported via phone call indicating high blood glucose readings from the insulin pump. The customer's blood glucose reading was 597 mg/dl. The customer's wife stated that she did not hear an alarm and her husband assumed that there was blockage because his blood glucose was very high. The customer stated that when he changed his set, there was a bent cannula. The customer will receive replacement sets.